Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had unresponsive buttons and a frozen screen. Troubleshooting was performed, and the time was frozen on the screen. The insulin pump also alarmed, but the buttons continued to be unresponsive. Nothing further was reported.